Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc euphora coronary balloon, a double inflated balloon was observed after the marker band. The target lesion exhibited no tortuosity and no calcification. The device was inspected prior to use and negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: force was not used when removing the protective sheath/packaging stylette. The hydrophilic coating was activated with saline before use. The device was not moved or repositioned while inflated. The same inflation device was successfully used with other devices. The balloon catheter was removed normally. Initial reporter name provided. Image review: one still image was received for analysis. The image depicts an nc euphora balloon. The balloon is inflated, however secondary inflation is evident to the distal shaft immediately proximal to the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.